Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to chest pain. The customer stated having issues with her high glucose. The customer stated that she is having a surgery to be placed into her body a pacemaker and defibrillator the next day. The customer stated that she changed the infusion sets several times without results. The blood glucose reading at time of call was 321 mg/dl. Troubleshooting was performed. All the basals, time, dates, and daily totals were correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test and the test failed. No further information was provided.